Manufacturer narrative:
Additional information: d6a.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
Related manufacturer reference number: 2017865-2021-38817. It was reported that the patient suffered syncope. Loss of pacing from the pacemaker and right ventricular lead occurred due to myocardial scarring and lead dislodgement. The physician elected to explant and replace the pacemaker. No changes or intervention was reported for the lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not provided.